Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure, and allegedly developed a pneumothorax after the procedure, which was identified via chest x-ray. The pneumothorax size was described as mild to moderate. A chest tube was placed to resolve the pneumothorax and required 2 days of hospital stay. The target lesion was in the right upper lobe and about 24 millimeters in size. The pneumothorax was considered a known complication for this type of procedure and the physician believed that the device did not cause or contribute to the event. The pneumothorax could have potentially occurred via another modality. There was no device malfunction associated with the event. The patient was at home in stable condition.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of 30-nov-2022, a review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer (fae). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This event is being reported due to the following conclusion: the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. The patient required a chest tube and a prolonged hospital stay to address the issue.